Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4), event occurred in (B)(6). It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing got detached from close to site location. Blood glucose level was 337 mg/dl and took manual injection/insulin pen to resolve the blood glucose issue. No further information available.